Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient reported her lead site had not healed well from the (B)(6) 2015 revision procedure. It was also reported an infection was confirmed at the site accompanied by drainage and skin irritation above her right ear at the incision site and clear drainage at her neck incision where the lead coils. As a result, the entire scs system was explanted and the patient received antibiotics.

Event description:
The patient received 4 pns leads with the same lot number (off label use). It was reported the tip of the supraorbital lead eroded out of the patient's forehead. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the right supra-orbital lead was repositioned. Stimulation was activated postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).